Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator inoperative error evt_mach_flow_drift_high was observed in the device's error log. The flow sensor was replaced to address the issue. Additionally, since a silver sticker around the power button was gone, the vanity cover assembly was replaced to address the issue which was not related to the reported malfunction/issue.